Event description:
Event description guidant received information that this chronic ventricular implantable lead exhibited elevated out of range pacing impedance measurements and elevated threshold measurements.